Event description:
During a regular f/u, oversensing was confirmed in store episodes recorded on (B)(6) 2013 (the patient went to a music performance that day). Real time egm's were checked with sinus rhythm during the f/u; similar egm patterns were confirmed, but no oversensing occurred. Oversensing was not reproduced with isometric tests. Oversensing seems to occur when the rate is increasing.

Manufacturer narrative:
On (B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.